Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital for suspected pump thrombosis on (B)(6) 2016. The alarms showed elevated wattage up to 6-7 and flow up to 10lpm, otherwise asymptomatic aside from hemoglobinuria. Patient was anticoagulated with bivalirudin. Upon admission, patient's inr was on the low end of his therapeutic range of 2-3. Patient underwent an hvad-hvad exchange on (B)(6) 2016. Post-operative complicated by acute kidney injury on chronic kidney disease. On intermittent hemodialysis, but made 300ml of urine in 24hrs. The patient remains hospitalized at this time. No additional information provided.

Manufacturer narrative:
After further review of additional information received describe event or problem, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative have been updated accordingly. Correction:age/date of birth - ((B)(6)) date of event - (corrected the year-2015 to 2016), (B)(4). Updated labeling: the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The hvad system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Renal dysfunction is a known potential complication that may be associated with use of this product and in patients with heart failure. Additional information received indicates that the patient's admission with a suspected thrombus was further complicated by his development of renal failure. This was felt to be most likely related to the thrombus with subsequent pigment nephropathy. The patient was anuric for multiple days after his pump exchange and required central veno-venous hemodialysis (cvvhd). He was also treated with a lasix infusion. The patient was transitioned to intermitted hemodialysis with significant volume removal until euvolemia was achieved. The patient was discharged home on (B)(6) 2016 on oral torsemide. Although peritoneal dialysis was discussed with the patient, he declined due to the high workload involved. Outpatient hemodialysis is still being discussed at this point. The primary investigator reported that the renal dysfunction event was related to the patient's condition (thrombus event), possibly related to the hvad system and unrelated to the hvad procedure. The hvad pump was returned for evaluation.  Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event.  A review of the manufacturing documentation revealed that the device was within specification prior to its' release.  The reported event was confirmed via a review of the controller log files which revealed 233 high watt alarms logged since (B)(6) 2016.  Waveforms indicate a slight decrease in power consumption starting on (B)(6) 2016 followed by an increase in power consumption starting on (B)(6) 2016 leading to parameters outside the normal operating range.  Analysis of the device revealed that the pump passed functional testing.  Dimensional verification revealed deviations in the front and rear disc curvature.  Considering that the device met specifications prior to release and passed the post-explant functional wet test, these deviations are not expected to impact pump performance and were likely induced during system use.  Visual inspection of the pump revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller.  Considering that the returned device passed functional examination, these friction marks are indicative of external factors such as thrombus that may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system.  As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem.  Independent pathological examination revealed evidence of thrombus within the pump.  There is no evidence to suggest that a device malfunction caused or contributed to the reported event.  The most likely root cause of the high power event can be attributed to external factors such as thrombus formation; while the most likely root cause of the renal failure can be attributed to the thrombus event. Based on the available information clinical factors that may have contributed to the reported event include the patient's pre-existing history of transient ischemic attacks, diabetes and atrial fibrillation.  Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event.  Though the root cause of the reported event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event.: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A preliminary review of the controller log files confirmed power consumption above the normal operating range during the reported timeframe. The hvad pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation revealed that the device was within specification prior to its' release. The reported event was confirmed via a review of the controller log files, which revealed 233 high watt alarms, logged since (B)(6) 2016. Waveforms indicate a slight decrease in power consumption starting on (B)(6) 2016 followed by an increase in power consumption starting on (B)(6) 2016 leading to parameters outside the normal operating range. Analysis of the device revealed that the pump passed functional testing. Dimensional verification revealed deviations in the front and rear disc curvature. Considering that the device met specifications prior to release and passed the post-explant functional wet test, these deviations are not expected to affect pump performance and were likely induced during system use. Visual inspection of the pump revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative of external factors such as thrombus that may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathological examination revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information clinical factors that may have contributed to the reported event include the patient's pre-existing history of transient ischemic attacks and atrial fibrillation. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.